Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved a spinning spiros® closed male luer, purple cap and the customer reported that the healthcare professional (hcp) in the chemotherapy department observed a a significant flow/leak of product {phesgo medication) between the syringe and the spiros connector when passing it into a 10ml syringe on a syringe-driver. The customer reported about a 30 min delay in therapy as they had to redo the preparation of medication. There was patient involvement, but there was no harm reported as a consequence of this event. The medication did come into contact with the hcp but the staff was protected by gloves and blouse. The leak cleaned per facility protocol.

Manufacturer narrative:
Two new in package ch2000s-pc, spinning spiros were returned for investigation of leakage. There was no visible damage or anomalies observed. No mating devices were returned to evaluate with the ch2000s-pc, spinning spiros. Subsequent leak testing found each of the ch2000s-pc spinning spiros met pressure leak testing expectations outlined in the product performance specification. The complaint was unable to be replicated or confirmed. Lot history review was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.